Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 in the morning, the patient obtained results of ¿213 and 86 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with non-insulin shots. The patient reported that on (B)(6) 2016, after the alleged issue, she developed symptoms of ¿could not talk, could not stand up and shaking¿ and she consumed food or drink. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan's criteria of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2.a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed testing and the reported issue was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.